Event description:
Pt underwent right total hip arthroplasty during july of 1996. She tolerated the procedure well but sustained recurrent dislocations during rehab. Pt underwent revision of the hip during august 1996. She did well for approx one and one-half months but dislocated the prosthesis on several occasions. It was felt the pt should undergo a second revision of the hip to provide stability. Intraoperatively, the surgeon noted that there was a large fluid-filled cavity surrounding the total hip replacement. This had a membranous lining and was filled with serosanguinous fluid. It did not appear infected, but cultures were obtained, which were reported as negative. Implants appeared to be in satisfactory position. The stem was tight. The acetabular cup appeared tight and was not removed. Stability of the hip was improved with a size 32 mm head and the +10 neck.